Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported when they open the door, and load a set into load points 1 and 2, it shows a green check in load point 3 automatically even when it's not loaded which was confirmed in the event history log (ehl) review and reproduced during evaluation as a reload set. The cause was determined to be the force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed the downstream pressure and occlusion test at 22 psi. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the door was opened on a spectrum pump and a set loaded into load points 1 and 2, it showed a green check in load point 3 automatically even though it was not loaded. Additionally it was reported that the device failed the downstream occlusion pressure test at 22 pounds per square inch (psi). There was no patient involvement. No additional information is available